Event description:
A locking reconstruction plate broke post-operative and was removed and replaced. Plate was implanted for a segmental defect, 7-10cm space. No bone graft was used.

Manufacturer narrative:
Subject device has been rec'd and is currently in the eval process. No conclusion can be drawn at this time. Synthes is unable to determine the manufacture date without a lot number.